Manufacturer narrative:
This report is being filed on an international product list 6r86-22, that has a similar us product distributed in the us, list 6r86-20/-30. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false negative architect sarscov-2 igg on patient that tested positive with other methods. The patient generated negative architect sars-cov-2 igg (0.70 index) but reactive results for anti-cov-2 by euroimmun and diesse methods: euroimmun anti-sars-cov-2 igg elisa, euroimmun anti-sars-cov-2 iga elisa, diesse enzy-well sars-cov-2 igg, diesse enzy-well sars-cov-2 igm and diesse enzy-well sars-cov-2 iga. The patient also had a positive result for the nasopharyngeal swab 3-4 weeks ago (date not available). The reactive anti-cov-2 results were reported out of the lab. The patient is a physician. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The product evaluation for a falsely negative result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16253fn00 was completed. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the complaint issue. Trending data showed no adverse trends for the product were observed. Based on the evaluation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.